Manufacturer narrative:
Device received with constant pump error 38 alarms during rewind due to moisture damage on motor home switch. Unable to perform displacement test, prime or seating test, basic occlusion test, force sensor test, occlusion test due to constant pump error 38 alarms during rewind. Corroded force sensor assembly and moisture damage on electronic board stack.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump received pump error alarm. The customer¿s blood glucose level was unknown. Customer was assisted with troubleshooting. Customer was able to clear the pump error, however unable to rewind the insulin pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will not be returned for analysis